Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was instructed to call back if the malfunction code recurred. The caller understood and acknowledged the provided information.